Event description:
Affiliate reported that the pt had reduced ventricles and an intradural hematoma. The pt was scanned and a pressure reading of 30mmh2o was confirmed. It was noted that at the time of the initial implant the device was not programmed to 30mmh2o. The surgeon attempted to change the pressure to 200mmh2o and was unsuccessful. At that point the surgeon was successful in changing the pressure to 130mmh2o by using neodymium. The device remains implanted and the pt is under observation.

Manufacturer narrative:
It has been communicated that the device and/or lot info is not available for eval. The device is still implanted. Without the device and/or lot info it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot info does become available, this complaint will be re-opened, evaluated and a f/u report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.